Event description:
Pt suffered an accidental death related to the MFR of medical equipment. Pt had a history of a stroke with left hemiparesis and used the left upper side rail to help with positioning and move herself while in bed, thus improving physical functioning. Pt was found at 7:35 am with what appeared to be death by stangulation from the side rail and the remainder of her body had slid off the bed onto the floor.